Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Mw5086235.

Event description:
Report received stated in event description "poor design of medical instrument used for surgical cases makes it difficult to sterilize. Tornier-wright medical flex compartmental broach instrument is used to remove a core of bone during joint replacement. Instrument set was thoroughly cleaned and sterilized before being sent to the operating room for use during a case. When the operating room team opened the case, they noted that black particles were present; they returned to sterile processing. Set was processed 3 add'l times through iuss process but continued to have debris washing out of the instrument. The instruments were pulled from service and not used for this surgical case. This set is a traveling set and is used by multiple hospitals and provided by the company vendor. The online instrument instructions for use is very generic. A set screw was loosened and the instrument was recleaned several times. Add'l material was washed out the instrument. The instrument was cleaned and sterilized a total of 4 times. It appears that the instrument may not have been adequately cleaned for some time and was deemed unusable" refer to medwatch mw5086235.